Manufacturer narrative:
The reported test strips have not returned for investigation. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on an unspecified date in (B)(6) 2018 his adc blood glucose meter displayed an unspecified error message and the test did not start after the sample applied, so he was unable to receive a reading. Customer noted ¿feeling uncomfortable, (his) arm¿s hurt, felt a lot of pain in his body¿ and he needed to urinate frequently. Customer had contact with a healthcare provider, was diagnosed with hyperglycemia and was ¿injected with something¿ (customer did not know the name of the medication). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date in (B)(6) 2018 his adc blood glucose meter displayed an unspecified error message and the test did not start after the sample applied, so he was unable to receive a reading. Customer noted ¿feeling uncomfortable, (his) arm¿s hurt, felt a lot of pain in his body¿ and he needed to urinate frequently. Customer had contact with a healthcare provider, was diagnosed with hyperglycemia and was ¿injected with something¿ (customer did not know the name of the medication). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. Control solution testing was unsuccessful. The meter was sent for further investigation. The strip port was de-cased and upon visual inspection, damage was observed on the port pin. No malfunction or product deficiency was identified. The complaint is not confirmed to a use issue.

Event description:
Customer reported that on an unspecified date in (B)(6) 2018 his adc blood glucose meter displayed an unspecified error message and the test did not start after the sample applied, so he was unable to receive a reading. Customer noted ¿feeling uncomfortable, (his) arm¿s hurt, felt a lot of pain in his body¿ and he needed to urinate frequently. Customer had contact with a healthcare provider, was diagnosed with hyperglycemia and was ¿injected with something¿ (customer did not know the name of the medication). There was no report of death or permanent injury associated with this event.